Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had a hole in the hose, cutter that ran when safety in the lock/pawl assembly was engaged and low revolutions per minute (rpms). The event is not related to surgery. There was no patient involvement. There were no reports of injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed the device had a hole in the hose, a cutter that ran when the safety was engaged in the lock/pawl assembly and low revolutions per minute (rpms). Therefore, the reported condition was confirmed. It was determined that the hole in the hose was due to allowing the hose to come into contact with a sharp object. It was determined that the low rpms were due to the hole in the hose. It was determined that the safety mechanism was broken due to the device being power broken. It was determined that the device was power broken due to a failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.